Event description:
It was reported via repair work order that the fowler was stuck in a elevated position and was not able to lower to it's flat position due to due to a missing screws/bolts, which caused the fowler link to bend. It was also reported that there was a reduction in brake force due to a worn brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.